Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and was subsequently treated with oral & topical antibiotics (specific date and duration not reported). However, the issue did not resolve, resulting in abutment removal (date not reported).